Manufacturer narrative:
(B)(4). Batch # unk. Date of event: unknown, assumed 1st day of month that complaint was reported. Additional information was requested, and the following was received: can you please confirm the product code?: psee60a. Was the surgical procedure done laparoscopically or open? Laparoscopically. What color cart used to create the gastrojejunostomy, the jejunojejunostomy, and the pouch? Gastrojejunostomy (blue), the jejunojejunostomy my (white), and the pouch (blue). How was the bleeding identified? Gastroscopy. Why does the surgeon believe the post op bleeding was caused or contributed to by the ethicon device? All other factors were excluded. Is the surgeon interested in speaking with ethicon medical and engineering to discuss the event? Please provide 2-3 thirty-minute windows of time (eastern us time) that the surgeon would be available for a call. The ethicon team will pick the time that the most members can participate and schedule. Maybe. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a post-op bleed after a gastric bypass procedure. The bleeding was intraluminal. There were patient consequences as the patient need to stay in the hospital longer, required a blood transfusion, and received tranexamic acid, and underwent a gastroscopy.